Event description:
It was reported that after connecting the lead at implant attempt, the ipg was not working. No telemetry link could be established and there was no pacing or sensing. A new device was used. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis revealed a no output and no telemetry condition. The no output and no telemetry condition was the result of high leakage current internal to a tantalum capacitor.